Manufacturer narrative:
The catalog number identified in has not been cleared in the us, but is similar to the conquest pta dilatation balloon products that are cleared in the us. The pro code and 510 k number for the conquest pta dilatation balloon products are identified in, respectively. Manufacturing review:the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary:the device was returned for evaluation. A visual inspection of the inflation luer did not find any deformation of the hub or anomalies that would have contributed to the reported connection issue. The inflation luer was connected to an in-house inflation device, and inflated with no leaking or issues noted. Therefore, the investigation is unconfirmed for the reported connection issue. However, the investigation issue is confirmed for peeled outer layer, as the outer layer on the proximal cone of the balloon was found to be peeling. The definitive root cause for the reported hub connection issue or the identified peeling pebax could not be determined based upon the available information. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the luer fitting on the hub of the pta balloon catheter allegedly would not lock with the luer connector of the inflation device. Reportedly, a second pta balloon catheter allegedly would not connect to the inflation device. It was further reported that the health care provider used the first balloon catheter to complete the procedure by holding the hub luer connector in the locked position, maintaining connection with the inflation device. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records review was completed. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the luer fitting on the hub of the pta balloon catheter allegedly would not lock with the luer connector of the inflation device. Reportedly, a second pta balloon catheter allegedly would not connect to the inflation device. It was further reported that the health care provider used the first balloon catheter to complete the procedure by holding the hub luer connector in the locked position, maintaining connection with the inflation device. There was no reported patient injury.